Event description:
It was reported that this lead was explanted since the physician put the right ventricular (rv) lead through the patent foramen ovale (pfo) between the left and right atria of the heart. No additional adverse patient effects were reported.